Event description:
Reportedly, a 3000tfx, 21mm was explanted after an estimated 20 month implant duration due to leaflets frozen. The device was explanted from a young patient, (B)(6), dialysis, hyperparathyroid with inc ca2+ not sure of mechanism. On (B)(6)2010, operative report from surgeon's office indicates valve was explanted due to stenosis, heavily calcified , the leaflets were extremely immobile. The annulus was also quite calcified. The annulus was debrided of some additional calcium.

Manufacturer narrative:
Device not returned.the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformances.

Manufacturer narrative:
Evaluation summary: heavy calcification is detected in the cusp area of leaflet 1, moderate in the cusp area of leaflet 2. Calcification restricted mobility in the leaflets and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 4mm. Minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice by 1mm. Host tissue is minimal at the stent inflow and minimal to moderate at the stent outflow. Host anatomy is fused to the returned valve by host tissue overgrowth. The x-ray demonstrates calcification. Method: x-ray. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.